Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the customer experienced air bubbles in the reservoir. The customer's blood glucose was unknown. The customer stated that there were little and big air bubbles as well as space between the bubbles. The customer confirmed that she was unable to fill the reservoir with insulin. The customer also explained that her infusion set had come apart, possibly due to being pulled on door knobs. Advised customer of the appropriate steps to fill a reservoir, and the customer was able to fill the reservoir successfully. Nothing further reported.